Event description:
Per the clinic, the patient experienced an infection at the implant site. Explant is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the device was explanted on (B)(6), 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.